Event description:
Failure to osseointegrate.

Manufacturer narrative:
Circumstances are not clear, due to the lack of provided information. To date, no information has indicated, that the device or the way it was used, has contributed to the described event. In addition, no signals were found indicating, potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to osseointegration problem. And escaping the available detections has been assessed and concluded to be unlikely, in high level of confidence. If additional information is received indicating otherwise, a follow-up report will be submitted.